Event description:
Pt was on cardiac monitor, ECG, and pulse oximetry. Pt had permanent pacemaker. Monitor has a switch to select "paced" or "not paced" mode. The default is "not paced". Pt had a working permanent pacemaker. Covering nurse was in next room monitoring a 2nd pt but could observe subject pt and cardiac monitor through a glass window that separated the rooms. The pt's heart stopped apparently due to failure of ventricular muscle to pick up pacing signal, but spikes from the working pacemaker still appeared on the monitor. Nurse saw spikes on monitor and thought they were the qrs. Since the monitor was set by default in the "not paced" mode, the monitor did not alarm when the pt's heart stopped.